Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump alarmed motor error during rewind. Troubleshooting was performed. The device was rested and the battery was changed. Attempted to rewind the device, but the alarm reoccurred. Ran a displacement test and the insulin pump failed the tests. No further info was provided.